Manufacturer narrative:
Due to character limit in section e event site address: (B)(6). Updated fields: b4, d9, e1, g3, g6, h2, h3, h6 (investigation findings, investigation type, component code, investigation conclusion). A getinge field service engineer (fse) was dispatched to evaluated the issue and identified a battery maintenance alarm. The fse stated that battery replacement was noted in most recent pm of system. The fse stated that the batteries are due (B)(6) 2025 and will be replaced at that date along with maintenance schedule. At the time, the fse completed fully validation successfully. The unit passed all functional and safety test per manufacturer specifications. There was no harm reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had battery issue was maintenance alarm and battery needs to be replaced. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had battery issue was maintenance alarm and battery needs to be replaced. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: b5. Cs100 upgraded to cs300 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the c3100 intra-aortic balloon pump (iabp) had battery issue was maintenance alarm and battery needs to be replaced. There was no harm reported.